Event description:
It was reported that the interlocks on the 9800 system were opened during boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There was a blown fuse replaced on the ps2 power supply during the service call. The system was tested, and found to be working as intended, and put back into service.